Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they put new infusion set and blood glucose went high up to 463 mg/dl because cannula was bent. Customer also had issue with tape because tape not sticking and that's why water at under the site. Customer gave bolus to treat his blood glucose. Customer also mentioned that she was sent a box of reservoirs due to leaks. Insulin pump will not be returned for analysis.